Event description:
During writers first assessment, a blood glucose was obtained. Blood glucose was low and nurse practitioner was alerted and writer was given a bolus order. Upon assessment of infant, writer noticed the blanket the infant was on was wet. After line was flushed, it was determined that the q-site attached to a lumen of a uvc [umbilical venous catheter] line was leaking.